Event description:
Received notice of complaint concerning above product from charge nurse. Spoke with charge nurse and health care provider regarding event. States that within minutes of the treatment initiation, a small amount of blood was noted in the dialysis outflow. The health care provider stated it appeared that a few of the fibers were broken, right near the dialyzer outlet port connector. The health care provider returned the blood in the arterial line, estimated blood loss approximately 100-150cc from loss of dialyzer and venous line. The health care provider reported that the pt remained stable throughout the event and no intervention was required. The treatment was reinitiated using a new set up and completed without further incident. The dialyzer was discarded on the day of the event. A response letter has been sent to the user facility. An medwatch has been filed based on blood loss.